Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was unable to be opened and displayed a "failed to close" message despite being physically closed. The field service engineer (fse) identified that the remote manager was intermittently failing to detect the door status, replaced the latch, and performed diagnostic testing using the hardware test application. The fse completed a system reboot and verified with the customer that the refrigerator operated normally after testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on refrigerator n5-1 was unable to be opened, displayed an error "failed to close" even though it was already closed. Attempts to recover the storage space were unsuccessful. After turning off the pyxis machine and retrying, the issue still could not be resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.